Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had been dislodged. Boston scientific company representative reported that the ra lead had atrial pacing failure due to the ra lead dislodgement. The lead dislodgement was confirmed by x-ray. A revision procedure was performed the following day. The lead was attempted to be repositioned but was unsuccessful due to an enlarged heart. The ra lead was explanted as a new lead was implanted. The ra lead was out of service. No additional adverse patient effects were reported.